Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a2, d6: correction

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called a few weeks ago complaining of battery fault alarms but declined to come in to be seen to have the battery replaced. The patient reported last night that they had a possible infection and complained of continuing alarms. The controller was tested but there were negative for any failures. The monitor stated that the patient's backup battery is good for 12 months. Additional information received on (B)(6) 2020 revealed that the patient had an incision and drainage (I&d) on (B)(6) 2020 that revealed an abscess cavity that was explored which revealed a 6 x 4 x 3 cm cavity which was associated with the driveline at its superior extent. Patient was given vancomycin and cefepime IV and was treated with washouts, woundvac.